Event description:
It was reported that surgeon was using a codman non-insulated bipolar forcep as well as a kirwan custom bipolar forcep. The procedure was a transphenoidal and the patient was burned near the nose and lip. It is not known which forcep caused the burn. Antibiotic ointment was applied to these areas.